Event description:
The investigation determined lower than expected ammonia results were obtained from a vitros liquid performance verifier ii control fluid when using two different slide lots of vitros amon slides on a vitros 5600 integrated system and the magnitude of bias breached amon potential health and safety (phs) criteria.vitros lpv ii h2768 = 157.912, 138.601 and 133.716 vs. Expected 200.0 ¿mol/l.biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. Patient samples were run for vitros amon over the time frame of the event; though no reported patient results had been in question. There was no allegation of patient harm as a result of this event.(B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected amon quality control results were obtained using two different vitros amon slide lots on a vitros 5600 integrated system. The most likely assignable cause of this event is an instrument issue related to microslide incubator contamination. There was no evidence to suggest a malfunction of either of the vitros amon reagent lots involved. Following completion of service actions to the microslide incubator subsystem of the vitros 5600 instrument, acceptable vitros amon performance was observed.